Event description:
It was reported that during an implant procedure this left ventricular (lv) lead was attempted due to loss of capture, as the pacing system analyzer (psa) was flat. Additionally, the maximum pacing output could not be achieved. There were no observations of noise. All troubleshooting options were completed without success therefore, the physician requested to use a different lead and that lead was successfully implanted. The lead is expected to be returned for analysis details. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure this left ventricular (lv) lead was attempted due to loss of capture, as the pacing system analyzer (psa) was flat. Additionally, the maximum pacing output could not be achieved. There were no observations of noise. All troubleshooting options were completed without success therefore, the physician requested to use a different lead and that lead was successfully implanted. The lead is expected to be returned for analysis details. No additional adverse patient effects were reported.